Manufacturer narrative:
Result: side rail panel.

Event description:
It was reported by service report that the side rail panels were coming off. No pt involvement or adverse consequences are reported.